Event description:
It was reported that the insulin pump alarmed during manual prime. Nothing further was reported.

Manufacturer narrative:
Insulin pump alarm during the prime test, due to loose motor drive support disk.